Event description:
It was reported that during a zero-p acdf procedure of c6-c7 level, a revision of previous surgery of a non-synthes implant (implant left intact at c5-c6), surgeon used implant holder and was impacting the implant into position. Upon removal of the implant holder, the plate separated from peek. Surgeon used a coker instrument and removed peek with no problem. Surgeon selected another zero-p implant and positioned it correctly. Procedure was completed with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the sample was returned assembled with no visible damage. Functional testing made disassembly and reassembly of the sample possible. The reported damage is indicative of rotational forces applied during usage. No manufacturing related fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered invalid from a manufacturing perspective.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.